Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. The customer reported the device was not saved. However, photographs of the device and package label were taken by the complainant and provided. Upon inspection of the received photograph of the complaint device, the inner "white plastic" shaft on the metal tip end with the teeth was completely detached. Revealed damage to the device. The photograph taken by the complainant indicated that the complaint device was confirmed for the reported failure mode. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause could be attributed to mishandling, material degradation through use, or shipping and storage conditions, subsequent to distribution from stryker. The instructions for use (IFU) state: before beginning the procedure, verify compatibility of all instruments and accessories. Plug in and set up the generator according to the instructions in the manufacturers¿ manual. Select an arthroscopic shaver with size, blade, and function most appropriate for the procedure. Inspect the instrument for overall condition and physical integrity. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. Follow a suitable surgery protocol. Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force. Do not apply excessive pressure or ¿side-load¿ the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates. Do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury. The tip of the bur or cutter must be irrigated periodically (general recommendation: once a minute) to cool the blade and prevent excised tissues from accumulating. Do not run the instrument without appropriate suction for the duration of the process. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported the device broke off during the procedure and that the doctor was able to retrieve the part. There was no patient injury or medical intervention reported. The complainant is not aware of any extended procedure time. These are commonly used devices that are readily available.